Manufacturer narrative:
Additional product code: hsb. Device has not been reported as explanted. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2018, during a trochanteric fixation nail advance (tfna) procedure, the surgeon had difficulty inserting the lag screw due to the helical blade/screw coupling screw and insertion handle became cross threaded during insertion. It was unknown if other devices were used, but the lag screw was successfully inserted. The procedure was successfully completed and there was no surgical delay. There was no surgical delay. Patient outcome is unknown. Concomitant devices reported: tfna nail (part/lot unknown, quantity 1). This report is for a tfna fenestrated screw. This is report 1 of 1 for (B)(4).